Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error due to faulty force sensor resistor gold and failed the basic occlusion test. Unable to perform prime/a33, excessive no delivery and occlusion tests due to motor error. The motor was tested outside of the insulin pump and passed. The insulin pump passed displacement and rewind tests. The insulin pump was received with cracked case at display window corner and minor scratches on the lcd display window.